Event description:
It was reported that the sensor transmitted a dampened waveform reading. The patient has discontinued use of the system at this time.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.